Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) angiocath plus experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there is a black dot foreign material on the catheter tube.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a photo for 382434 lot 910524 to investigate for this record. Visual examination of the photo was not clear enough to observe if the black dot was indeed foreign matter or a black mark on the cannula. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A batch review was performed for the last 12 months of quality notification and none were raised for the reported nonconformance. This complaint will be monitored and tracked. No corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) angiocath plus experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there is a black dot foreign material on the catheter tube.